Event description:
It is reported that the surgeon could not get the liner to insert into the 44 mm shell. The surgery was completed with a 45 mm shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.